Event description:
Hosp staff were attending to a pt, condition unk. The device was connected to the pt with disposable defibrillation/ECG electrodes and charged to 200 joules. A short time later, according to the reporter, someone on the staff said they pressed the energy select arrow up or down to disarm the defibrillator but instead shocked the pt into vfib. The device was used again to defibrillate the pt and the pt was resuscitated.